Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformance were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated "the patients mother reported tha the tpn bag totally sucked dry, 30-60 min before programmed to end. The pump did not alarm. The next night when she connected tpn, the pump reads 'resume', as if infusion was not complete". Mmdg followed up with the initial reporter, who stated that there was no injury to the patient. [(B)(4)].